Manufacturer narrative:
H10: the device, used in treatment, was returned for evaluation, at the smith and nephew service center. A relationship between the reported event and the device was confirmed. Visual inspection found the dc power inlet port and housing to be broken. Functional evaluation confirmed that the unit was unable to be switched on and could not be charged. The root cause of the failure was determined to be a defective dc inlet pcb. The pump has reached the end of its serviceable life. A review of the device history record showed there were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Review of complaint history found reports of similar events. Smith & nephew will continue to monitor for similar complaints/trends. No further investigation or additional actions are required at this time.

Event description:
It was reported that during treatment the renasys go had a problem charging the battery. It was found that the internal contact of the battery cable moved, so does not make the right contact. No patient harm reported. Back up was available, delay under 30 minutes was reported.